Event description:
It was reported that during a vats bleb resection, the end of the trocar sleeve which was in the patient got crushed. Unknown if any or all of the fragments were removed. Unknown if an x-ray was done. Unknown as to how the procedure was completed.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. D4: batch # unk. Additional information was requested and the following was obtained: "1. Did any piece detach/fall into the patient? If yes, was the piece retrieved? Yes and yes 2. If yes, was the piece retrieved? Yes. 3. If yes, is the piece returning or was it discarded? Discarded. 4. Could you please clarify if there were any patient consequences? Not to my knowledge. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not to my knowledge" this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a broken sleeve in the tip area with excess body fluids. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.